Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system. The initial accutni results for two patients were ">100.00ng/ml" and the results were 18.52 and 16.65 for the third patient. Upon repeat the results were 0.01, 0.01 and 0.00ng/ml for the three patients respectively. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were normal in appearance. Qc performed the morning of the event was within the customer's established ranges. A system check performed on the day of the event was out of specifications high. A field service engineer (fse) was on-site (B)(4) 2009. Fse found a large amount of gel on the sample probe and cleaned it. A system check performed failed. Fse then replaced some hardware and repeated system check and results met published performance specifications. Qc was also performed and was within the customer's established ranges. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.